Manufacturer narrative:
Additional information: the reported events of noise and external insulation abrasion were not confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) and atrial channels. The noise was reproduced during provocative testing. Lead damage was suspected on both leads but not confirmed via x-ray. The rv sensing was reprogrammed to avoid pacing inhibition due to noise. Lead replacement is anticipated. The patient was stable. Related manufacturer reference number: 2017865-2017-31680.

Event description:
Further information was received indicating the right ventricular (rv) and atrial leads were explanted and replaced. During the replacement procedure, external insulation damage was observed on both leads near the distal end close to the pocket.